Manufacturer narrative:
(B)(4)

Event description:
It was reported that the remote transmission had stored egms that displayed occasional atrial undersensing. No reprogramming had been reported and the patient was asymptomatic. The lead remained implanted.